Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency room. It was believed that the pump had not been working since she passed through a device at the airport. The patient's legs were giving way and had no strength to stand. Additionally, the patient had diffused pain. It was noted that the patient had not had pain since the pump was implanted. The event date was noted to be (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.